Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. Blank display not confirmed. Moisture damage was found on the electronic assembly during visual inspection. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Device received with cracked belt clip rail case corner. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and exposed to moisture. The customer stated that was swimming and came to give insulin pump with blank screen and red light flashing display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.